Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that a code of 8286 (empty reservoir) showed on the patient's personal therapy manager (ptm) programmer on (B)(6) 2018. The patient had not missed a refill and was scheduled for wednesday (B)(6) 2018. No symptoms were reported and no further complications were expected or anticipated.